Manufacturer narrative:
Device evaluation: the pump was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture seal is missing. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. The battery was changed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Other text: additional information h6 device evaluation: the pump was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture seal is missing. During functional testing, no alarms were present. The reported failure was not confirmed. The root cause could not be established. The battery was changed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4).

Event description:
It was reported that the device gave a primary audible alarm bgnd message. The reporter did not confirm whether the issue occurred after power on or during patient infusion. No adverse effects to patient reported. Field service examination of the device showed primary audible alarm bgnd and primary audible alarm post occurred in alarm history.